Event description:
In 2008, the pt reported that she experiences air bubbles in her insulin cartridges. She stated that she does allow the insulin to reach room temp before use and she primes the infusion tubing with the infusion device adapter upright. At the time of the report, the pt did have an air bubble in the insulin cartridge but she was unable to complete troubleshooting. Further attempts to f/u with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.